Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with all of the buttons operate properly during our testing. No keypad anomaly noted and no unexpected reset or stuck in rewind occurred during our testing. The insulin pump has with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that they were having problems with the keypad. The blood glucose reading is unknown. Nothing further reported.